Manufacturer narrative:
Investigation summary : bd received three photos for investigation. The evaluation of the returned photos indicated a split female luer adapter that had been used. Additionally, ten retained samples were visually inspected, and no split female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged/cracked product component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the hub was cracked and sample leaked on 2 devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® push button blood collection set the hub was cracked and sample leaked on 2 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.